Event description:
Hilips received a complaint by the customer on the v60 indicating that the device was not going into standby mode. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device was not going into standby mode. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was not going into standby mode. The customer decided to ship the device to bench repair for repair and preventive maintenance (pm) service, so the rse e-mailed the bench repair document to the customer and created a bench work order (wo) for the customer. At bench, the service engineer confirmed the reported issue, replaced the flow sensor assembly, and verified that the issue was resolved. The investigation concludes that no further action is required at this time.